Manufacturer narrative:
(B)(4). The sample was unavailable and the serial number of the device was unknown, therefore no evaluation could be performed.

Event description:
A patient alleged that there was an excessive drain during his therapy on the homechoice. He stated that the homechoice pulled 8ml during initial drain, then moved on. The drain volume was 4000ml during drain 1. The patient stated that he usually does a manual drain prior to therapy on the homechoice so that he starts with an empty stomach. He did not do so before this therapy. The initial drain alarm was set to 0ml, the fill volume was 1600ml, and the last fill was 2000ml. There was patient involvement, but no patient injury or medical intervention was reported.